Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor error. The customer's blood glucose reading was unknown. The customer stated that she inserted a new sensor yesterday and got a sensor error in 30 minutes. The site and insertion method is the abdomen. The customer removed the sensor and the cannula was split in 2 pieces. The customer will be sent replacement sensor.